Event description:
It was reported that the troubleshooting was limited due to lack of access to product. The reason for call was stimulation issue. When the patient increases the stimulation she feels it and then it goes away. She was implanted the day before call. The patient will call back when she has help using the programmer. Patient services was going to help the patient increase the stimulation and confirm the stimulation was on. She was not able reach the device. It was further reported that the patient did not have concerns with her device or therapy. Additional information received reported that the lead was the component involved in the reported event. The patient had no sensation in the right lead. Diagnostic or troubleshooting was performed in the form of switching the lead from the left to the right. Actions required as a result of the event consisted of removal of the leads. The event cause was not determined and it was unknown if it was device related. The patient recovered without permanent sequela.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0uf2a, product type lead; product ID neu_unknown_lead, product type lead; product ID 3889-28, lot # va0uf2a, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).